Event description:
It was reported that the device's display switched from landscape to portrait mode independently. Customer also reported that the fan was louder than previous model. No known pt impact was reported.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.